Event description:
When the syringe is depressed all the way, the safety lock is supposed to deploy - this did not happen on this syringe. The nurse did not notice that the safety device did not deploy and scratched herself with the used syringe. There have been reports of difficulties with getting the safety device to deploy on lovenox, potentially with different doses. I do not have the particular syringe that was involved, however, the nurse in charge thinks the lovenox syringes in our automated supply station system are the same lot number as the involved syringe. So I will be using the lot number of one of those syringes in this report.